Event description:
It was reported that during use of this implant in an acl autograft procedure, the sutures broke. The procedure was completed with another brand of implant. There was no report of serious injury associated with this event.

Manufacturer narrative:
Investigation result: the device will not be returned to conmed linvatec for eval. The user reported that there were two unsuccessful attempts to insert the xo button due to suture breakage. Following the second attempt, the surgeon chose not to delay the procedure any further and used a competitor's product. This implant is new to the market (released august 2007) and as such, has a learning curve to the technique.